Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse) observed that the rear of the cardiosave intra-aortic balloon pump (iabp) was bent by the customer. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) that discovered the issue, flattened the case of the iabp unit but will need to replace it and noted that replacement would take place at a later date. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).